Manufacturer narrative:
G2: country of origin - japan g4 - this product is not marketed in us but a similar device with product number (b)6) with 510(k)# k121680 and UDI (B)(4) is marketed in us. H3: product analysis # (B)(6): # 0858031w after visual and optical examination and functional testing, it does not appear to be any damage nor does it indicate any functional issues with the rod. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior thora cic fusion for thoracic vertebra rupture fracture. It was reported that while opening therod and bending it, a crackling metallic sound occurred. Since there was a possibility of breakage, the rod was replaced with a new one and the operation was successfully completed. This rod was never implanted. Product will be returned. There were no patient symptoms or complications reported as a result of this event.